Manufacturer narrative:
The device was not returned to olympus for evaluation due to the customer¿s reported issue being resolved by the customer. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had an issue with the eclinical works (ecw) system not seeing the video signal and not consistently triggering the ecw computer to capture images. The customer replaced the trigger cable to resolve the reported issue of not consistently triggering the ecw to capture images. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due to defective eclinical works system. Olympus will continue to monitor field performance for this device.